Event description:
It was reported that a patient underwent an unknown procedure. At an unknown time post-operatively, the patient returned for an appointment where x-rays showed the cable was broken. A revision surgery was done to remove the broken cable. No new hardware was implanted. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned part which can be responsible of the breakage. The cable broke due to overlaod in combined traction + flexion. The origin of the overlaod cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.